Event description:
Info rec'd indicates the bed will not lower and is in the fully raised position. When the siderail function is locked out, the bed can be raised and lowered from the foot panel. When the left siderail was isolated and the lockout released, the bed raised up unintentionally, but when the right siderail is isolated, the issue is not present.

Manufacturer narrative:
Repairs have not been completed.